Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pt rec'd more medication than intended. On (B)(6) 2011 at 2300, line a of the device was programmed to deliver cardizem 100mg/100ml, at a rate of 5ml/hr, with a vtbi (volume to be infused) of 100ml, and the delivery was started. On (B)(6) 2011 at 0330, the device alarmed that the delivery was complete. At this time, the nurse noted that the device displayed the programmed rate of 5ml/hr; however, the cardizem container was empty and the device indicated a vi (volume infused) of 109ml. There were no adverse pt effects. The physician was notified. The cardizem therapy was discontinued. The device was removed from clinical service. Though requested, no additional information was provided.